Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Customer changed the pump supplies, used new insulin and followed user guide instructions. However, bg did not lower. Insulin injection via pen was administered lowering bg, but then "it shot back up later". Customer reverted to using insulin pen injections for insulin therapy. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.